Manufacturer narrative:
H3: product analysis for pss unknown tool:no conclusion can be drawn. No evaluation was performed, as the device was scapped. If the device is returned in the future, product analysis may be performed. Product analysis for mr8-aa10 with serial# (B)(6), an overheating test could not be conducted due to another device malfunction. The likely cause was identified as corrosion. It was also noted distal bearing corroded. It was also noted that the bearing internal tube and drive shaft input and output corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3:product analysis:no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed b3: date of event notification: 2025-07-03 continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: mr8-aa10, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating and noise and bearing detachment.it was reported that it caused the drill to skipped and resulted in a dural tear.